Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however it is likely that a printed circuit board failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the bad digital interface signal was due to a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited issues with a loose connection, encompassing the output connector and video connector (bad digital visual interface signal resulting in no image). It is unknown when the issue was found. There were no reports of patient harm.